Event description:
Customer reported the panorama central station's server shuts down when the hospital loses power, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the uninterrupted power supply.